Event description:
Reportedly, several remote transmissions occurred in 2022, although the first transmission ((B)(6) 2022) did not show an implant date, and the second transmission showed an implant date of (B)(6) 2022 (after the first transmission). From 2023, the transmissions included an MRI notification, and real-time egm and histograms were unavailable.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of the event logs confirmed that the implantation occurred on (B)(6) 2022, and the implantation date was manually set via the programmer by someone and not by the implant itself during its auto implantation process. As no malfunction was detected on the borea pacemaker, the implantation date of (B)(6) 2022 was most likely incorrectly entered due to a data entry error. Regarding the absence of MRI notification, real-time egm and histograms, starting on (B)(6) 2023, it was observed that MRI was activated and deactivated on (B)(6) 2022, which can only be done only with a programmer. However, aida memories were not correctly reactivated, leading to empty curves in all following rms reports. This behaviour was likely caused by a communication error between the implant and the programmer during the session. The patient must complete an in-clinic follow-up, after which the aida memories will be reset to correct the observed behavior and transmit all missing data. No malfunction is suspected on the borea pacemaker and the remote monitoring website. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, several remote transmissions occurred in 2022, although the first transmission (B)(4) 2022) did not show an implant date, and the second transmission showed an implant date of (B)(6) 2022 (after the first transmission). From 2023, the transmissions included an MRI notification, and real-time egm and histograms were unavailable.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of the event logs confirmed that the implantation occurred on (B)(6) 2022, and the implantation date was manually set via the programmer by someone and not by the implant itself during its auto implantation process. As no malfunction was detected on the borea pacemaker, the implantation date of (B)(6) 2022 was most likely incorrectly entered due to a data entry error. The last programming event occurred on (B)(6) 2022, at 11h24 and 46 seconds, during the last in-clinic follow-up. At the end, the programmer switched the device memories from on to off. A subsequent attempt at 11h24 and 48 seconds to switch the memories back on failed because the parameter copy command was not executed due to a telemetry error, likely related to the anticipated removal of the cpr3 head. As a result, the memories were switched off due to incorrect session closure. The patient will require a new in clinic follow up to correctly reset the memories. Once completed, the aida memories will be restored, allowing the device to correct the observed behavior and transmit all missing data. Few days after performing the in-clinic follow-up, ask the patient to perform a pit in order to generate a new transmission report to verify if the reported event was corrected. No malfunction is suspected on the borea pacemaker and the remote monitoring website. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, several remote transmissions occurred in 2022, although the first transmission ((B)(6) 2022) did not show an implant date, and the second transmission showed an implant date of (B)(6) 2022 (after the first transmission). From 2023, the transmissions included an MRI notification, and real-time egm and histograms were unavailable.